Manufacturer narrative:
The device was not returned for eval. As the model number and lot number for the device are unk, review of the device history records is not possible. The cause for the reported death is unk. (B)(4).

Event description:
On (B)(6) 2010, the physician notified sjm of a pt death that occurred following an atrial fibrillation ablation procedure in (B)(6) 2009. A sjm brk needle was used during the procedure, but the physician does not suspect sjm products caused the event.